Event description:
It was reported that the subject device had no image. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction. Updated fields: b5, d4, d8, h2, h3, h6, h11. Corrected fields: e1(email null), e1 (last name), e3. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: incompatible scope error (e315), malfunction in the universal cord, light guide bundle at the distal end is slightly damaged and component failure of the lg bundle. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the image error e315 was caused due to a malfunction in universal cord. The most probable cause of damage to light guide bundle at distal end, and malfunction of universal cord was traced to component failure of the lg bundle. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.